Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 500 mg/dl. It was unknown whether customer was using auto mode or not. Customer stated that the inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 500 mg/dl and sensor glucose was 65 mg/dl at the time of the event, the difference is outside the acceptable range. The insulin pump and sensor will not be returned for analysis.